Manufacturer narrative:
Following customer's request, recommendations (some precautions to prevent inappropriate shocks during the explantation procedure) were provided on (B)(6) 2017. It was reported that the device was explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
The device could not be interrogated in inductive telemetry with two different programmers.

Event description:
The device could not be interrogated in inductive telemetry with two different programmers.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported behavior (blocked telemetry).

Event description:
The device could not be interrogated in inductive telemetry with two different programmers.

Event description:
The device could not be interrogated in inductive telemetry with two different programmers.

Manufacturer narrative:
Following (B)(4) recommendations, a recovery procedure was performed on (B)(6) 2017. However, the procedure was unsuccessful and could not retrieve the inductive telemetry. Recommendations have been provided to explant the device.

Event description:
The device could not be interrogated in inductive telemetry with two different programmers.